Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00809868 case subject: npi 8100 - broken components on motor controller board account name: utah valley regional medical center account #: 1848500 asset name: 8100 pump module 9.17.0.22 asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: biomed is working on 8100 sn (B)(4), trying to replaced the motor controller board and one the components came off from the pc circuitry. Asking for recommendtion on what her option to repair the board. Failure device type: alaris system instrument failure problem type: 8100 failure mode: see case notes case resolution: I recommend to biomed to consider sending it in for repair. Biomed agreed because is more cost effective.